Event description:
Related manufacturer report number 3006705815-2022-17497. It was reported the patient's ipg was flipping in the pocket and the physician wanted to move it to the other side of the buttocks. During the procedure on (B)(6) 2022, it was found that the lead had twisted around itself, and tip of the lead would not come out of the header. The whole system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿ipg migration¿ was not confirmed in reference to the lead. The observation of ¿high impedances¿ was confirmed in reference to the lead. The cause of the reported observation was associated with the twisting of the lead system. The as received condition of the lead was consistent with the patient flipping the device repeatedly during the time the device and lead system were implanted.